Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.